Event description:
It was reported that the patient underwent a stenting procedure with an 8-6 x 40 mm xact stent deployed in the mildly calcified right internal carotid artery and an 8-6 x 40 mm xact stent deployed in the right common carotid artery. The patient was discharged to home one day post procedure. Four days post procedure, the patient was re-hospitalized with a severe headache behind the right eye followed by nausea and vomiting. Computed tomography revealed right frontal intracerebral hemorrhage with extension to the right lateral ventricle as well as diffuse subarachnoid hemorrhage. The patient's coumadin was discontinued and vitamin k was administered to reverse anticoagulation. Repeat computed tomography was performed on (B)(6) 2012, which revealed that the bleed was stable with no additional bleeding. Morphine was given for pain, though not specifically for the headache. No medication was given for the nausea and vomiting. An electroencephalogram was performed on (B)(6) 2012, with normal results. A carotid duplex ultrasound was performed on (B)(6) 2012, which revealed patent stents. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of headache, intracranial hemorrhage, nausea, pain and treatment with medications are listed in the xact instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.